Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in the device. The patient also alleged having hospitalization due to breathing particles from the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in the device. The patient also alleged having hospitalization due to breathing particles from the device. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on the available information, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. Additional information is needed for further clarification and assessment of the patient's alleged harm(s). However, multiple attempts have been made to obtain additional information and have been unsuccessful. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.